Manufacturer narrative:
(B)(4).

Event description:
It was reported that "uim resets and battery charging failures reported". This issue is reported during a service activity. No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "uim resets and battery charging failures" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported that "uim resets and battery charging failures reported". This issue is reported during a service activity. Additional information received from the customer on 7/10 states that this issue did happen during use. The pump was turned off and back on to continue therapy, no patient injury or consequence reported".